Event description:
It was reported that prior to starting a da vinci-assisted nephrectomy - retroperitoneal surgical procedure, the monopolar curved scissors (mcs) tip looked damaged. It appeared like a piece was chipped off. There was no report of patient involvement or reported injury. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The monopolar curved scissors instrument was analyzed and found to have a broken tube adapter. The broken piece, measuring approximately 0.093" x 0.051" in size, was not returned with the instrument. The complaint was confirmed by failure analysis.